Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the cine drive was formatted during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
The customer reported that the cine function was not operating. There is no report of injury or death associated with this event.